Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A customer had reported to technical support specialist (tss) that some keys on the station¿s keyboard were not working. Tss advised and guided the user to perform a soft reboot, and the issue was resolved. The user was then able to sign in and access the medication successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es some keys on the keyboard on the jc6ena station was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.